Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years 9 months post implant of this aortic bioprosthetic valve, the device was explanted and replaced due aortic valve insufficiency. There were no additional adverse patient effects reported.

Manufacturer narrative:
Conclusion: since the valve has been implanted for over 15 years, it¿s very unlikely that the regurgitation is due to any potential manufacturing issue. Without the return of the valve for analysis, a root cause of the regurgitation cannot be determined.